Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference manufacture number: 1221359-2021-01877. (B)(6).

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1-3 of 4. The customer reported four (4) false positive results with the ID now covid-19 assay performed from (B)(6) 2021 on direct tested nasopharyngeal kitted swabs. The customer cannot memorized the date details for all the false positives. The ID now covid-19 was used to test four outpatient polyclinic for pre-surgery as routine patient testing. All four result from four patient were positive ID now covid-19 however due to all patient asymptomatic the lab informed that the test result using ID now covid-19 were invalid and decided to re-take the swab for pcr test within 1 hour after the ID now swab. The pcr swab results for the four patients were all negative and the patients were immediately treated according to the regular non-covid protocol. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: the customer provided additional information that there was one patient who expired due to this discrepant result. The patient visited the facility with shortness of breath which indicated covid-19. Samples tested with ID now from nasopharyngeal swab generated positive results. Pcr confirmation was performed on patient (swab methods and detail timing of test unknown) which generated negative results. However before the pcr results were received the patient had expired. The customer did not provided information on the allegation of the ID now related to the death of the patient. The second patient was symptomatic presenting fever and headache. The patient received positive results with ID now . Pcr confirmation testing generated negative results. The pulmonologist had taken the patient for x-ray test, but the clinical pathologist did not know the result whether this patient had pneumonia or not. The third patient received negative results with ID now and negative results pcr testing. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140253 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit test base part number 190-430 / lot m140253. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Corrected data: the original event date provided under the initial MDR is not applicable to this event/patient. The event date is unknown. Additional information: the case details were submitted for medical consult which concluded that from a clinical perspective, the patient's death was unrelated to the test result. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140253 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit test base part number 190-430 / lot m140253. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. The three asymptomatic pre-surgical patients originally reported under the initial MDR submission for this MFR. Report are now reported under MDR 1221359-2021-02260. Reference MFR. Reports: 1221359-2021-01877, 1221359-2021-02260, 1221359-2021-02261, 1221359-2021-02262.

Event description:
The customer reported a discrepant positive test result on a nasopharyngeal swab with the ID now covid-19 assay. Pcr confirmation testing generated a negative result. Per the customer, the patient visited the facility (emergency room) with shortness of breath. However, before the pcr results were received the patient expired. The customer did not make any specific allegation of a link between the ID now test result and the patient death and was unwilling to provide any further information regarding the cause of death, or further clinical details. Therefore this case was reported as a death in the absence of further clarification from the customer.